Event description:
User facility reported on behalf of home-care pt that during use of the listed tracheostomy tube, the device's neck flange was found partially separated from the tube. This was found during a routine check by pt's caregiver. The tube was less than a month old when the issue was found. No adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.